Manufacturer narrative:
Product was returned for evaluation. The device was received with broken knob. The device history record shows no abnormalities related to the reported incident found nor were there any variances, mrr¿s or reworks associated with either lot and/or work order number. Failure analysis to identify root cause confirmed complaint event. The investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread. Or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd has implemented alternate radiolucent materials for knob to increase durability.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with u/f importer report # (B)(4) was received on 24oct2018 with the following information: during a right frontotemporal craniotomy with resection of posterior right frontal operculum with image guidance in (B)(6) 2018, the manufacturer-supplied screw pin securing the mayfield xr2 skull clamp (a2114) to the accompanying mayfield infinity xr2 base unit (a2079) unexpectedly broke and separated at the point where the screw threads meet the pin shaft. As a result, the skull clamp tilted off the base and the patient's head descended rapidly three to four inches before the surgeon was able to manually stabilize the clamp. The procedure was completed using an alternate head stabilizing device. The patient suffered no detectable harm in this case. Additional information has been requested.